Event description:
Same case as MDR # 2134265-2013-05422 and 2134265-2013-05427. It was reported that during an unspecified procedure, the motor drive unit (mdu) failed to pullback. During the procedure, the motor drive unit of an ilab instl basic system 120v did not pullback. A motor drive unit from another lab was used and the procedure was completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit does not meet specifications of the functional test. The unit start the pullback and after a few second stop because the transducer not spinning. The probable root cause of the failure is a defective drive shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR # 2134265-2013-05422 and 2134265-2013-05427. It was reported that during an unspecified procedure, the motor drive unit (mdu) failed to pullback. During the procedure, the motor drive unit of an ilab instl basic system 120v did not pullback. A motor drive unit from another lab was used and the procedure was completed.